Event description:
Gel implant right breast to be removed for capsular contracture. Intraoperatively it was found that the implant was ruptured. No info available on the brand of implant, etc. Original implant date not available. Reviewed medical record and there is no record of the original implant.